Event description:
The 12mm amplazer muscular vsd occluder appeared to be in good position by tee and fluoroscopically, however a small thrombus was noted on the left ventricular side of the device. It was felt that if the device was removed there was a high chance that the thrombus would embolize when the device was brought back into the delivery sheath and it probably would otherwise dissolve slowly with heparin after the procedure and so the device was released. Following device release the device remained in good position with only a small amount of residual vsd flow. On the follow up echocardiogram a thrombus was seen adherent to the aortic valve. Given that the patient was already scheduled for surgery to remove the pulmonary artery band, it was decided to proceed to surgery to remove the pa band and also remove the thrombus from the aortic valve. Two thrombi were removed from the aortic valve. Gram stain and culture were negative for signs of infection. Additionally, a CT scan of the head with and without contrast on (B)(6) 2010 was performed due to left sided-hemiparesis which showed no focal parenchymal abnormality with no identified abnormality likely to result in hemiparesis. An MRI scan on (B)(6) 2010 demonstrated focus of encephalomalacia with surrounding gliosis in the right basal ganglia, compatible with chronic infarct. No evidence for acute infarct. Hemiparesis continues to improve clinically.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer muscular vsd occluder (muscvsd) involved in this incident since it remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this device successfully completed these tests. Follow up echocardiograms demonstrated that the position of the muscvsd was stable and unchanged. There was a residual left to right shunting at the apex around the device; however, there was no evidence of thrombus on the device. Hemiparesis has continued to improve with anticoagulation therapy. Thrombophiia work up was negative.